Manufacturer narrative:
H3-device evaluation: lens returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specifications. Corrected data; h5: labeled for single use? - yes. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate visit the lens was exchanged for a same size lens but different diopter. The problem was resolved. Cause reported as a patient related factor. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).